Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and pump shutdown. The customer¿s blood glucose was 150-250 mg/l. Customer reverted to using manual injections for insulin therapy.